Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump bolus history isn't recording properly. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the boluses were missing from the history. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.